Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio2 meter read inaccurately high in comparison to his feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that ¿six months¿ prior to contacting lifescan, however, he could not specify results obtained. The patient manages his diabetes by self-adjusting his insulin doses and ¿injected more insulin than usual¿ in response to the alleged issue. The patient stated that ¿six months ago¿, after the alleged inaccuracy, he developed symptoms of ¿shaking and sweating¿ and that he self-treated with glucose tablets or gel. During troubleshooting the cca noted that the meter was set to the correct unit of measure. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms suggestive of a serious injury after the alleged inaccuracy occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.